Event description:
Complainant has been using product since march 2002. In that time, two insulin pump devices have allegedly broken and been sent in to company for service. This is inconvenience for complainant as they must switch back to insulin shots.